Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse handled the cable on site, it returned to normal, then he performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) units power cord could not be retracted and was stuck. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.